Manufacturer narrative:
Additional information: d9. The product was in glidewells possession but did not transfer to the investigation site and is presumed to be lost. The non-visual device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused to break off. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted once the investigation is completed. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the silent nite 3d device had an upper anchor break off. Additional information received reported that there was no harm or injury to the patient and no intervention was required.